Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 control panel mrp 85 would not respond. The incident occurred post procedurally, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the s5 control panel mrp 85 would not respond. The incident occurred post procedurally, so there was no patient involvement.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. (B)(4) manufactures the s5 control panel mast roller pump 85. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Visual inspection did not identify any external damage or signs of fluid ingress. The service representative was able to reproduce the reported issue during functional testing. The touch screen, hkr board and ribbon cables were replaced to resolve the issue. The unit was functionally tested without issue and returned to service. Through evaluation of a photograph of the katpon-taile date code of the replaced touch screen livanova (B)(4) determined the issue was caused by aging and wear of the device and glue. This is a known issue and a root cause investigation (B)(4) has already been initiated. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.